Event description:
Patient had symptomatic anterior communicating aneurysm and underwent coil embolization with possible stenting. During the procedure the balloon ruptured a vessel and the patient experienced an acute intracranial bleed with large hemorrhagic stroke. Ventric was inserted during the procedure. The patient is currently in the ICU. The physician states when the balloon inflated it felt very "weird". The balloon was returned to the vendor representative.